Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise vascular reconstruction device (vdr) can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator techniques that may have contributed to the event, rather than the design or manufacture of the device. The alleged device deficiency required an additional intervention (i.e., use of a micro-guidewire to massage the stent) in an effort to fully expand the stent and preclude patient harm. However, this attempt was unsuccessful, and the stent was implanted without full expansion. Additional investigation will be conducted to assess the potential severity of the event (i.e., reduced blood flow, thrombotic risk, etc.). Based on the information available, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 21-may-2026. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an EU ent4.5mmd 22mml wno dstl tp vascular reconstruction device (vdr) (enc452200/ 10007044) was used for an endovascular embolization procedure. During the procedure, the user reported incomplete expansion of the enterprise stent. The doctor used the delivery wire to massage the proximal markers, but the proximal markers still could not be expanded completely. The doctor then completed the surgery. The surgery was prolonged by about 10 minutes. Additional information was received on 28-may-2026. Summary: per the information provided, there was no evidence of reduced blood flow due to incomplete expansion. The temperature indicator label on the inner pouch had been checked and was found to be within acceptable criteria. There was no resistance encountered during advancement of the enterprise device. The stent did not appear to be damaged at any time. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion, such as tortuosity, calcification, vasospasm. The additional intervention performed to attempt to expand the stent was a push wire massage. The incomplete expansion did not result in stent migration or embolization of the stent. The event resulted in a 10-minute procedural delay which did not result in any adverse patient consequence. This additional information has been reviewed.